Event description:
Boston scientific received information that one day post implant the right atrial lead exhibited high threshold measurements with loss of capture. It was noted that there was pacing of the ventricle with the atrial lead. A chest x-ray also confirmed that the atrial lead had moved close to the right ventricle. A revision procedure was performed where the ra lead was successfully repositioned with capture. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.